Event description:
It was reported that a device over infused fluid to a pt. The pump was programmed to deliver 600 ml at a rate of 70 ml/hr (medication unk). There was no report of injury to the pt as a result of the over infusion. With the limited information obtained from the customer, the alleged infusion inaccuracy is unk.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation was unable to confirm an over delivery. Review of the device history log shows that the infusion was programmed to deliver at a rate of 75 ml/hr. A flow rate test was performed with the device in question, per the spectrum preventive maintenance procedure and found to deliver within specification. An additional flow rate test was performed using the event infusion parameters found in the history log (for a period of one hour) with the unit passing.